Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a moderately tortuous and severely calcified mid right coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the balloon ruptured at 12atm pressure upon the first inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.